Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The field service engineer booted up normally in the application after the old pyxis bus cable was reconnected. All drawers in hardware test application has been tested and found to be operational. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station shows black screen with a small box to enter password and rss is offline. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.